Event description:
The advocate stated that she performed a control test and received a result of 43 mg/dl. She performed another control test while troubleshooting and received a result of 42 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.